Manufacturer narrative:
Device was not returned for evaluation. This report will be amended when our investigation is complete. The information provided on this form was previously submitted under manufacturing report number 2648920-2016-00097.

Event description:
It is reported that the patient was revised due to pain, shifting of the knee and knee locking up. During the revision surgery, it was discovered that the articular surface had fractured.

Manufacturer narrative:
The components were reviewed for compatibility with no issues identified. Review of the device history records for the articular surface identified no deviations or anomalies. A photograph of the explanted articular surface confirms the articular surface post had fractured. Both pieces of the articular surface can be seen in the photograph. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. Operative notes from the primary surgery state the patient underwent left total knee arthroplasty (tka) due to osteoarthritis. Full range of motion was noted during trialing. The operative notes also state there were no complications during surgery. Operative notes from the revision surgery confirm the patient was revised due to articular surface post fracture. The patient¿s history described in the revision notes states that radiographs demonstrated no obvious component failure of the metallic components and they appeared to be well fixed in excellent alignment. During the revision the femoral and tibial components were noted to be well fixed and were not revised. Per the nexgen cr-flex and lps-flex knee package insert, fracture/damage of the prosthetic knee components is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.